Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was displayed as "low", although a specific value was not provided. Suspected cause was due to the customer¿s correction factor settings requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.